Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in the severely calcified radial artery. After inserting the non-bsc sheath and crossed the lesion with a non-bsc guidewire, a 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with 4x40 mustang balloon catheter. No patient complications were reported.